Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, high ventricular rate (hvr) episode was noted from the remote records. As per the physician, the backup pulse of ventricular auto capture was causing the patient to go into non-sustained ventricular tachycardia (nsvt). Programming changes were made. The patient was stable.